Manufacturer narrative:
(B)(6). The subject device was received and evaluated. Lot number was inspected . The lot number was 31v with supplementary information number of ¿31¿. (Manufacture date: jan 31, 2023) device found the cutting wire was broken. It was scorched and melted. The outer diameter of the cutting wire was measured. The result indicated no abnormalities. The cutting wire and the coated portion dimensions presented no abnormality. The missing portions have not found in the device. Other abnormalities that could lead to the breakage of the cutting wire were not confirmed. The device history record (DHR) with the lot number of the subject device was confirmed. No abnormalities detected in the DHR for the following items, which related to the reported phenomenon. ·process inspection sheet ·quality inspection sheet ·nonconforming product report the subject device was shipped in accordance with specifications. This instruction manual contains the following information. (Drawing no.gk6224 revision no.9) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. Based on the confirmation result and similar complaint investigation results in the past, a likely cause of the cutting wire breakage might be the following reasons. ·high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melt. ·high frequency current was applied when the cutting wire and the tissue were being close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. However, the exact cause of the problem could not be conclusively identified. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Event description:
It was reported that the knife wire broke when energized. The issue occurred during a therapeutic endoscopic papillary sphincterotomy procedure. The device was replaced and the intended procedure was completed using a similar device. No patient impact, no harm was reported due to the event.